Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5009793 / 5067613.

Event description:
It was reported that the patient was no longer getting good stimulation coverage due to high impedances on the leads and the ipg was no longer holding a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.